Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power loss alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that they did not receive a low battery alert prior to the replace battery alert. The customer was advised to continue to wear insulin pump until replacement arrives and was also advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing. (B)(4).